Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 600 mg/dl. The customer has symptoms of nausea and vomiting. The customer was transported to a hospital by paramedics on (B)(6) 2016 at 11 am. The customer was treated for the high blood glucose with manual injections. The customer was assisted with trouble shooting and after being sent tubing clamps and the insulin pump passed all test functions. The customer did not return the product back for analysis.